Manufacturer narrative:
(B)(4).

Event description:
The customer reports the PICC has a blockage. The customer reports this has happened on other occasions.

Manufacturer narrative:
(B)(4). The customer provided a photo of a light red thick substance exiting out of the distal tip of a catheter. The customer returned a 1-lumen PICC catheter for investigation. Initially, visual examination of the catheter did not reveal any defects or anomalies. However, once the catheter failed functional testing a white foreign material was found to be causing a blockage in the catheter body. The catheter body length and outer diameter were measured and were found to be within specification. To functionally test the catheter for blockages the extension line was flushed with water using a 10ml lab inventory syringe filled with water. When the catheter was flushed, the catheter body was found to be blocked. The catheter body was able to be unblocked by placing significant force to the syringe plunger and by running a lab inventory long pin gage wire through the catheter. A white substance was observed exiting the distal tip of the catheter as the blockage was cleared. Once the catheter body was cleared of white foreign material, it functioned as expected when flushed with water. The unknown white substance appears dried/hard and was unable to be identified based on initial inspection. Therefore, the material is currently being lab tested to be identified. A device history record review was performed and no relevant findings were identified. The instructions for use warns the end user to flush each lumen before insertion to establish catheter patency. The IFU gives specific instructions for maintaining catheter patency. The IFU states "establish and maintain catheter patency by: flushing intermittently via syringe with heparinized saline or preservative-free 0.9% sodium chloride continuous drip positive pressure device note: neutral as well as positive displacement valve systems have also been shown to help prevent occlusion. Properly cleanse all valves with an appropriate antiseptic before being accessed. The sash or sas method of flushing will help eliminate occlusions due to incompatible solutions: saline administer drug saline heparin (if used)" the customer did not state whether or not the catheter was flushed prior to use. The customer report of a blocked catheter was confirmed through functional testing of the returned sample. The catheter body was found to be occluded when the catheter was flushed. A white substance was observed exiting the distal tip of the catheter as the blockage was cleared. Once the catheter body was cleared of white foreign material, it functioned as expected when flushed with water. The catheter met all relevant dimensional requirements and a device history record review did not reveal any manufacturing related issues. However, the probable cause of this complaint could not be determined since the white foreign material cannot currently be identified and the customer did not state whether or not the catheter was flushed prior to use. The material is currently being lab tested to be identified. The complaint investigation will be updated once the results are returned. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the PICC has a blockage. The customer reports this has happened on other occasions.